Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise, undersensing and high capture thresholds. No intervention had been reported no programming changes were made. The patient was asymptomatic and stable.